Event description:
Information was received from the physician noting that the wound breakdown was due to the patient physiology - patient body habitus.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient reported that they are having clear and bloody drainage from the neck incision site. Patient noted that they stayed at the hospital overnight. Physician indicated to the patient that they should take antibiotics to see if the drainage stops; however, patient indicated that they would like the device explanted. Physician indicated that the patient is very obese and that implied that this may be a possible contributing cause of the event. Information was received from the orss noting that the patients generator and lead were explanted on (B)(6) 2020. The surgeon noted that there was no pus and nothing growing out of the wound, but the patient did have wound breakdown in the neck. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.